Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog iq instrument and autolog wash kit, it was reported that there was fluid leaking out of the bottom of the instrument. It was stated that this was possibly a pressure relief of the centrifuge bowl of the autolog wash kit. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the customer performed the cleaning program on the instrument. The centrifuge was cleaned by the facilities' bio-med. The bio-med then performed a functional test on the instrument, and it operated as expected with no issues experienced. The facility stated that an on-site service required will not be required for the instrument. No further action required. Medtronic received additional information that the customer was not able to provide the lot number of the wash kit. No damage was noted to the instrument. The bowl and the tubing were not re-seated, reinstalled or replaced and no error messages were reported. The customer could not confirm the amount of patient blood loss due to the reported issue. A transfusion was not required.